Manufacturer narrative:
E1 initial reporter facility name:(B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to be failing the cassette sensor test. The cause of the customer reported problem was a defective main board. The pump had no physical damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device was failing the cassette sensor test. The pump was not detecting a cassette properly and installed when nothing was installed. The event occurred during routine preventive maintenance inspection. There was no patient involvement.